Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by metal shavings from a shattered bearing. The devices are not repairable and were not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was shedding metal debris. One reported event had no patient involvement; no patient impact.